Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported the transmitter did not blink green with two of the sensors. It was also found the cannula was missing from the customer's missing. The customer's blood glucose was unknown. Customer agreed to return the device for analysis.